Event description:
Facility contact reported that when flushing line, fluid was allegedly seen coming out of the line. She reported that there was a nick or cut in the catheter. Catheter was removed and replaced. Patient reportedly had an air embolism. On (B)(6) 2015 - the facility reported that the patient "dropped" shortly after event was discovered and required bag mask ventilation. Almost required intubation but bagging resolved the issue. A CT scan was not performed. Unknown amount of air. The line was sutured in place.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leaking catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was one 6fr d/l powerline chronic catheter. Usage residue was abundant throughout the sample. Tape was wrapped around the purple luer hub and plastic was wrapped around the red lumen extension tubing. The catheter terminated at the 26cm depth marking. A diagonally aligned split was observed in the red lumen extension tubing just proximal of the bifurcation. An attempt to infuse water through the sample using a 12ml syringe revealed the red lumen to be patent to infusion; however, a spraying leak was observed emanating from the site of the aforementioned split. The purple lumen was fully occluded by blood products. Microscopic inspection of the split revealed sharply defined edges. The edges exhibited a striated texture and a glossy veneer. The texture of the split edges was typical of damage caused by contact with a sharp instrument such a scalpel. Metal blades are sharpened by grinding the edge, resulting in a striated texture. This texture is transferred to the softer catheter material upon contact. The location of the damage suggested that it may have occurred during a dressing change. Care should be taken to keep all sharp instruments away from the catheter to avoid causing damage. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged, atraumatic clamps or forceps.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaints from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.